Event description:
The distribution in (B)(6) reported that while in use on a pt the device's power supply failed. The pt was removed from the device and placed on another device with no harm to the pt.

Manufacturer narrative:
Carefusion has requested clarification via email from the distributor in (B)(6) on the reported event and status of the pt. As of (B)(6) 2015 there has been no additional info provided by the user facility pertaining to that request. The distributor in (B)(6)determined that the most likely cause of the reported event was that the device's power supply was malfunctioning. At present care fusion is in the process of making arrangements to send a replacement power supply to repair the device and have the alleged faulty power supply returned to the carefusion failure analysis lab for eval.